Event description:
This pt had port-a-cath device which fractured spontaneously with vigorous physical activity within past few weeks. The catheter could have gone into ventricle or pulmonary artery. This was a primary product failure. Expiration date was not on implant sticker. The sticker includes model and lot # only.